Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation has been completed. Engineering confirmed the customer reported event as removal of the instrument housing found the outer shell of the bearing that mates with the roll friction lock broken. Only half of the broken shell was returned. The bearing balls have become dislodged as a result of breakage. Possible evidence of pitting corrosion was observed on the inner surface of the bearing shell. It is possible that the loose bearing balls or other broken bearing components are wedged in the mechanism that controls the roll motion. The bearings attached to the inputs were also found to be corroded. Further analysis determined the breakage to be related to stress corrosion cracking. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci surgical procedure, the endowrist stapler 45 instrument had no range of motion. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.